Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm) due to error 319. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. A return material authorization (RMA) has been issued for the return of the usm.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy without lymphadenectomy surgical procedure, the customer contacted a technical support engineer (tse) to report that the system triggered a non-recoverable fault, pointing to universal surgical manipulator (usm2). The customer had already attempted a system restart without improvement before contacting technical support. The tse reviewed the logs and confirmed errors 307 and 319, indicating that the axes controller, carriage (acc) node in usm2 was not responding anymore. The tse instructed the customer to perform a hard power cycle of the patient side cart (psc) and emergency power off (epo), but this did not resolve the issue. The tse indicated that the customer could continue with the case after disabling the usm without any problem. The clutch button of usm2 was unresponsive, so the tse advised the customer to apply some force to move usm2 out of the surgical area. The surgery would resume. The customer had reported that their next scheduled procedure required all four usms. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering on the system and there were no obvious issues at the beginning of the case. There were no errors that appeared prior to the case and the error only appeared mid-case. There was no patient injury, and the procedure was completed with 3 arms.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The universal surgical manipulator (usm) was analyzed. In system logs, the 319 error was found indicating a communication fault on the usm insertion axis, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto an in-house system where the 319 error was triggered indicating fault on the insertion axis, replicating the reported event. The usm was then installed onto a patient side cart fixture test platform (pftp) where fiber test was found to be failing on the rolling loop. Once testing was completed, the rolling loop fiber was aba (applied behavior analysis) tested and was verified to be the source of the fault. The complaint was confirmed based on failure analysis. The root cause is attributed to the rolling loop fiber in the usm.